Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had knee replacement surgery limb salvage system on (B)(6) 2014. Patient had revision surgery on (B)(6) 2017 due to fracture of distal femoral stem. Revised guardian distal femoral stem, tibial hinge & axial pin. Guardian implants was approved for use via tga special access. As reported: the piece that fractured was a distal femoral stem 11mm x 152mm. Also removed axial pin, tibial hinge base which required replacement only due to removal of the stem.